Event description:
It was reported that the remote transmission noted invalid data and question marks where the diagnostic information should have been listed. A second transmission revealed the same information. The in-office session was ended and upon reinterrogation, the counter appeared good. The device data was automatically cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.